Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3387s-40, lot# v074366, implanted: (B)(6) 2010, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v074366, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A consumer reported they had a loss of therapy and a loss of stimulation. For the last couple of days, the patient's dystonia symptoms were back. The patient was losing their balance and their muscles were contracting. The implantable neurostimulator (ins) was checked with the patient programmer and therapy was on. The patient's indication for use is dystonia and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a consumer reported the patient met with their health care provider (hcp) and their implantable neurostimulators (ins) were going to be replaced. The patient's return of dystonia symptoms had been resolved, but they did have difficulty with the new remote to check the inss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported the patient experienced muscle tightness in their feet. No further complications were reported/anticipated.